Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to diaphragmatic stimulation from the left ventricular (lv) lead and a high lvl threshold was noted. Reprogramming of the pacing vector to obtain a better threshold was performed and the lv lead remains in use. No further patient complications have been reported as a result of this event.